Event description:
It was reported that the pump was removed in 2002. The patient had back pain. The patient kept having problems and her doctor¿s couldn¿t figure out why. From 2002 to 2014, the patient kept going to the emergency room with bad back pain and she ¿couldn¿t spread her legs to walk¿ and nothing showed up on x-rays, CT scans or mris. On (B)(6) 2014, when the patient went in for her back surgery to get previous rods and screws fixed, the surgeon found the catheter and lead. The patient had never been told that they were left there. The patient¿s back surgeon removed them. It was noted that the patient¿s legs and arms jumped and she was not able to control it; ¿it was controlling her¿. The patient felt better after the catheter and lead were removed; the patient stated ¿for 12 years she felt like she had a knife in her butt¿. The patient felt that ¿she was going to die¿ before they found out what was wrong with her. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j0058223r, implanted: 2001-(B)(6), product type catheter. Product ID 8703w, lot# l44971, implanted: 1997-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).